Event description:
The customer's mother reported that patient had a delivery anomaly on the insulin pump. The customer's blood glucose level was 310 mg/dl. The customer was tread with injection. The customer keep delivering insulin and her sugars are not coming down, it was not until they gave an injection that it did begin to come down. The troubleshooting was performed. The customer's mother was advised to monitor the insulin pump. The customer is getting tubing clamps sent to her to do the final high pressure test needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.